Event description:
The customer reported a ventilator's right corner touchscreen failed during device set up. The device issue was discovered when the ventilator was being set up for work. There was no patient involvement, patient harm, or a delay to patient therapy. The device was evaluated by the customer and a philips remote service engineer (rse). The customer confirmed the reported issue. The customer reported to have replaced the touchscreen. The unit was then functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.